Event description:
The customer had placed a grounding pad on a patient's palm. During the procedure, the patient complained that their hand was getting hot. The patient had sustained a burn and ointment was applied.

Manufacturer narrative:
The dispersive electrode from the event was returned and evaluated by conmed. The investigator was able to confirm that the electrode did have a small area that was burned. However, the investigator could not confirm that there was a manufacturing defect or performance malfunction. The customer had stated that the dispersive electrode was placed on the patient's palm and was not fully adhered to the skin. However, the indications for use state, "apply electrode firmly, ensuring full adhesion and contact with the skin. When wrapping the electrodes around the limb, the electrode must not touch or over flap itself. The electrode should be positioned with any side towards the surgical site." Furthermore, it specifies, "select a well vascularized site in close in proximity to the surgical site, (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions, folds, scars, metal prosthetics or near EKG electrodes or cables." Also, there is a warning that states, "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance." The original complaint came from conmed's (B)(4) distributor, (B)(4) medical company. A message was sent to (B)(4) to inquire about any training that may have been provided to the user-facility. (B)(4) has stated that a sales representative has been sent to train the staff properly. Although, the injury sustained stemmed from user-error, conmed is filing this event as the patient needed medical intervention.